Manufacturer narrative:
(B)(4). Evaluation found the device was returned with both cuffs having successfully captured the needles. Approximately one inch of the rail suture was attached to the returned needle plunger and the rail suture end was a clean cut. This is indicative of successful needle deployment and suture retrieval. No manufacturing or quality deficiency was detected. Based on the investigation findings a root cause of the reported event could not be determined. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred as the suture was not attached to the needles when the plunger was removed. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequela. Though requested, no additional information was provided.